Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 1 of 5. The home patient (hp) was not connected at the time of the alarm as the hp stated that his patient line became disconnected from the transfer set. The technical service representative (tsr) had the hp cycle the power and the hc alarmed system error 2367. The tsr had the hp cycle the power. The hp was to restart with new supplies. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. He stated that he did not disconnect purposefully and that the transfer set had come loose and disconnected on its own. He did not notice anything unusual about his supplies that night that may have caused the loose connection. He did not recall the lot number and there were no samples available. After starting over with new supplies, therapy went well. He had contacted his nurse about the incident and he is continuing to use the same transfer set with no further problems. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed, based on the customer report. However, the root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.